Event description:
Reporter stated that he had a CT scan done about eight (8) months ago. Since then his tongue has deteriorated from radiation. He has rashes all over his body, vision loss, private area shrinks up and he believes the cells in his body is breaking down. He also stated he is unable to use the bathroom.